Manufacturer narrative:
(B)(4). (B)(6). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
According to the reporter, approximately one hour post procedure the patient was returned to surgery for a reoperation due to a reported staple line leak. The reporter stated that the surgery was considered an emergency due to the patient having an ileus. The original report stated that the eea fired with difficulty, the donuts were intact. The anastomosis was tested at that time and no air leak was found. The initial report stated when the patient was taken back to surgery it appeared that the staple line was insufficient and the surgeon created a stoma. The subsidiary reported that after a fulminant course the patient died one day after the reoperation. The report also stated it was very frustrating because they could not find causes for this case. Follow-up information: the ileus did not occur after a previous surgery, it was an acute problem. The cause of the obstruction in the distal sigmoid was diverticulitis. The patient's pre-op diagnosis was sigmoid occlusion due to diverticulitis or malignity. The patient did not have any radiation therapy or chemotherapy. The tissue quality was good enough to perform an anastomosis. After the first surgery (open approach) the abdominal incision was moist and there was smelling substance leaking through the abdominal incision. During the second operation the abdomen was full with brown substance.